Event description:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgery to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgery to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-nov-2018: quality safety evaluation of product technical complaints. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and metal poisoning ("the result shows toxic levels of nickel in my system.") In a 36-year-old female patient who had essure (batch no. 787226) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included bipolar disorder, pap smear abnormal, lyme disease and herniated disc. Previously administered products included for an unreported indication: paxil. Concurrent conditions included hyperlipidemia, breast mass, lyme disease, chest pain, gerd, cardiac valve disease, arthritis, lower abdominal pain, right upper quadrant pain, rectal bleeding, head fullness, flank pain, cough, fever and low blood pressure. Concomitant products included alprazolam (xanax) since 2011, atorvastatin calcium (lipitor) since (B)(6) 2014, betacarotene;bioflavonoids;biotin;calcium ascorbate;calcium pantothenate;calcium phosphate;choline bitartrate;chromic chloride;colecalciferol;copper sulfate;cyanocobalamin;folic acid;hesperidin;inositol;iron amino acid chelate;lycopene;lysine hydrochloride;magnesium oxide;manganese sulfate;molybdenum trioxide;nicotinamide;phytomenadione;potassium iodide;potassium sulfate;pyridoxine hydrochloride;retinol acetate;riboflavin;selenomethionine;silicon dioxide, colloidal;sodium borate decahydrate;thiamine mononitrate;tocopheryl acid succinate;ubidecarenone;zinc oxide (multivitamin & mineral) from 2015 to 2017, bifidobacterium bifidum;bifidobacterium longum;lactobacillus acidophilus;lactobacillus bulgaricus;lactobacillus paracasei;streptococcus thermophilus (4x6 acidophilus), cefdinir since 2019, codeine phosphate;paracetamol (tylenol with codeine no.3) since (B)(6) 2018, cyanocobalamin since 2016, cyclobenzaprine since (B)(6) 2015, fluconazole since (B)(6) 2014, fluoxetine hydrochloride (prozac) since (B)(6) 2011, hydrocortisone (hydracort) since (B)(6) 2016, ibuprofen from (B)(6) 2015, metronidazole (flagyl 250) since 2019, ondansetron hydrochloride since (B)(6) 2015 to 2016, tramadol from (B)(6) 2015 and vitamin b nos (b-complex) from 2015 to 2017. On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia,"), allergy to metals ("nickel allergy"), abdominal pain ("abdominal pain"), perineal pain ("perineal pain") and arthralgia ("joint pain"). In (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal,") and menorrhagia ("abnormal bleeding (menorrhagia) periods were longer and heavier"). In 2012, the patient experienced migraine ("migraines"), headache ("headaches,"), anxiety ("psychological or psychiatric problems condition: anxiety"), depression ("depression") and alopecia ("hair loss"). In 2013, the patient experienced urinary tract infection ("infection(bladder/urinary/vaginal):uti"), fatigue ("fatigue"), abdominal distension ("gastrointestinal or digestive system condition-bloating") and vision blurred ("vision/eye problems, type: blurred vision"). In 2014, the patient experienced diastolic dysfunction ("blood or heart disorder/condition type: dystolic dysfunction of my heart"), hypotension ("hypotension"), palpitations ("palpitation"), loose tooth ("my teeth became loose"), dental caries ("tooth decay"), dizziness ("neurological conditions-type:dizziness/ feeling faint,"), amnesia ("short-term memory loss") and feeling abnormal ("neurological condition or problem:brain fog"). On (B)(6) 2017, the patient experienced uterine enlargement ("reproductive system disorder or condition-growth found on uterus after removal,"), 6 years 3 months after insertion of essure. In (B)(6) 2017, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced back pain ("back pain") and metal poisoning (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dyspareunia and abdominal distension had resolved, the vaginal haemorrhage, menorrhagia, female sexual dysfunction, diastolic dysfunction, hypotension, palpitations, loose tooth, dental caries, dysmenorrhoea, urinary tract infection, headache, dizziness, amnesia, allergy to metals, anxiety, depression, uterine enlargement, fatigue, alopecia, vaginal discharge, vision blurred, abdominal pain, perineal pain, arthralgia, back pain, feeling abnormal and metal poisoning outcome was unknown and the migraine was resolving. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, amnesia, anxiety, arthralgia, back pain, dental caries, depression, diastolic dysfunction, dizziness, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, female sexual dysfunction, headache, hypotension, loose tooth, menorrhagia, metal poisoning, migraine, palpitations, pelvic pain, perineal pain, urinary tract infection, uterine enlargement, vaginal discharge, vaginal haemorrhage and vision blurred to be related to essure. The reporter commented: insertion details, specify- the essure was placed on the right tube, and the essure was then placed on the left tube, with the 3 coils being visible at the tubal ostia diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2011: total bilateral occlusion. Pathology test: on (B)(6) 2017: specimen. A uterus bilateral fallopian tubes and cervix. Diagnosis: uterus, cervix and bilateral fallopian tubes, hysterectomy and bilateral salpingectomy: cervix: transitional metaplasia. Myometrium: leiomyomata. Endometrium: proliferative phase endometrium. Right fallopian tube: unremarkable. Left fallopian tube: unremarkable. Clinical history: chronic pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-mar-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), pericarditis ('inflammation around my heart'), autoimmune disorder ('autoimmune issues') and metal poisoning ('the result shows toxic levels of nickel in my system\nickel poisoning') in a 36-year-old female patient who had essure (batch no. 787226) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "difficulty placing them and several kits had been used and damaged". The patient's medical history included bipolar disorder, pap smear abnormal, lyme disease and herniated disc. Previously administered products included for an unreported indication: paxil. Concurrent conditions included hyperlipidemia, breast mass, lyme disease, chest pain, gerd, cardiac valve disease, arthritis, lower abdominal pain, right upper quadrant pain, rectal bleeding, head fullness, flank pain, cough, fever and low blood pressure. Concomitant products included alprazolam (xanax) since 2011, amoxicillin since (B)(6) 2016, atorvastatin calcium (lipitor) since (B)(6) 2014, betacarotene;bioflavonoids nos;biotin;calcium ascorbate;calcium pantothenate;calcium phosphate;choline bitartrate;chromic chloride;colecalciferol;copper sulfate;cyanocobalamin;folic acid;hesperidin;inositol;iron amino acid chelate;lycopene;lysine hydrochloride;magnesium oxide;manganese sulfate;molybdenum trioxide;nicotinamide;phytomenadione;potassium iodide;potassium sulfate;pyridoxine hydrochloride;retinol acetate;riboflavin;selenomethionine;silicon dioxide, colloidal;sodium borate decahydrate;thiamine mononitrate;tocopheryl acid succinate;ubidecarenone;zinc oxide (multivitamin & mineral) from 2015 to 2017, bifidobacterium bifidum;bifidobacterium longum;lactobacillus acidophilus;lactobacillus bulgaricus;lactobacillus paracasei;streptococcus thermophilus (4x6 acidophilus), cefdinir since 2019, codeine phosphate;paracetamol (tylenol with codeine no.3) since (B)(6) 2018, cyanocobalamin since 2016, cyclobenzaprine since (B)(6) 2015, fluconazole since (B)(6) 2014, fluoxetine hydrochloride (prozac) since (B)(6) 2011, hydrocortisone (hydracort) since (B)(6) 2016, ibuprofen from february 2015 to (B)(6) 2015, metronidazole (flagyl 250) since 2019, ondansetron hydrochloride since (B)(6) 2015 to 2016, sertraline hydrochloride (zoloft) since 2013, tramadol from (B)(6) 2015 to (B)(6) 2015 and vitamin b nos (b-complex) from 2015 to 2017. On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia"), allergy to metals ("nickel allergy,I was hav always had problem with nickel since I was child"), abdominal pain ("abdominal pain"), perineal pain ("perineal pain") and arthralgia ("joint pain"). In (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia) periods were longer and heavier"). In 2012, the patient experienced migraine ("migraines /migraines/headaches"), headache ("headaches,"), anxiety ("psychological or psychiatric problems condition: anxiety"), depression ("depression") and alopecia ("hair loss"). In 2013, the patient experienced urinary tract infection ("infection(bladder/urinary/vaginal):uti"), fatigue ("fatigue"), abdominal distension ("gastrointestinal or digestive system condition-bloating") and vision blurred ("vision/eye problems type: blurred vision"). In 2014, the patient experienced uterine mass ("reproductive system disorder or condition-growth, mass found on uterus after removal"), 6 years 3 months after insertion of essure. In 2014, the patient experienced diastolic dysfunction ("blood or heart disorder/condition type: dystolic dysfunction of my heart"), hypotension ("hypotension"), palpitations ("palpitation"), loose tooth ("my teeth became loose"), dental caries ("tooth decay"), dizziness ("neurological conditions-type:dizziness/ feeling faint"), amnesia ("short-term memory loss") and feeling abnormal ("neurological condition or problem:brain fog"). In (B)(6) 2017, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced pericarditis (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), metal poisoning (seriousness criterion medically significant), back pain ("back pain"), arthritis ("arthritis was found in my hip"), carpal tunnel syndrome ("carpal tunnel"), vertigo ("vertigo"), paraesthesia ("tingling") and skin discolouration ("black spots") and was found to have blood pressure abnormal ("blood pressure variations") and weight decreased ("I was sick, was down to 97lbs"). The patient was treated with antibiotics and surgery (abdominal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dyspareunia and abdominal distension had resolved, the pericarditis, metal poisoning, vaginal haemorrhage, menorrhagia, female sexual dysfunction, diastolic dysfunction, hypotension, palpitations, loose tooth, dental caries, dysmenorrhoea, urinary tract infection, dizziness, amnesia, allergy to metals, anxiety, depression, uterine mass, fatigue, alopecia, vaginal discharge, vision blurred, abdominal pain, perineal pain, feeling abnormal, arthritis, carpal tunnel syndrome, vertigo, paraesthesia, skin discolouration and weight decreased outcome was unknown, the autoimmune disorder and headache had not resolved and the migraine, arthralgia and back pain was resolving. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, amnesia, anxiety, arthralgia, arthritis, autoimmune disorder, back pain, blood pressure abnormal, carpal tunnel syndrome, dental caries, depression, diastolic dysfunction, dizziness, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, female sexual dysfunction, headache, hypotension, loose tooth, menorrhagia, metal poisoning, migraine, palpitations, paraesthesia, pelvic pain, pericarditis, perineal pain, skin discolouration, urinary tract infection, uterine mass, vaginal discharge, vaginal haemorrhage, vertigo, vision blurred and weight decreased to be related to essure. The reporter commented: the essure was placedon the right tube, and the essure was then placed on the left tube, with the 3 coils being visible at the tubal ostia she had complications that occurred at the time of her essure placement procedure was ddfficulty placing them and several kits had been used and damaged. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Pathology test - on (B)(6) 2017: specimen. A uterus bilateral fallopian tubes and cervix diagnosis uterus, cervix and bilateral fallopian tubes, hysterectomy and bilateral salpingectomy: cervix: transitional metaplasia myometrium: leiomyomata. Endometrium: proliferative phase endometrium. Right fallopian tube: unremarkable. Left fallopian tube: unremarkable. Clinical history chronic pelvic pain. Concerning the injuries reported in this case, the following one/ones were described in social media : autoimmune disorder, vertigo, pericarditis, skin discoloration, blood pressure variations, I was sick, was down to 97lbs. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-nov-2019: social medial received. New events added- autoimmune disorder, vertigo, pericarditis, skin discoloration, blood pressure variations,I was sick, was down to 97lbs. Event outcome of back pain and arthralgia was updated recovering/resolving. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and metal poisoning ('the result shows toxic levels of nickel in my system.') In a 36-year-old female patient who had essure (batch no. 787226) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "difficulty placing them and several kits had been used and damaged". The patient's medical history included bipolar disorder, pap smear abnormal, lyme disease and herniated disc. Previously administered products included for an unreported indication: paxil. Concurrent conditions included hyperlipidemia, breast mass, lyme disease, chest pain, gerd, cardiac valve disease, arthritis, lower abdominal pain, right upper quadrant pain, rectal bleeding, head fullness, flank pain, cough, fever and low blood pressure. Concomitant products included alprazolam (xanax) since 2011, amoxicillin since (B)(6)2016, atorvastatin calcium (lipitor) since (B)(6)2014, betacarotene;bioflavonoids;biotin;calcium ascorbate;calcium pantothenate;calcium phosphate;choline bitartrate;chromic chloride;colecalciferol;copper sulfate;cyanocobalamin;folic acid;hesperidin;inositol;iron amino acid chelate;lycopene;lysine hydrochloride;magnesium oxide;manganese sulfate;molybdenum trioxide;nicotinamide;phytomenadione;potassium iodide;potassium sulfate;pyridoxine hydrochloride;retinol acetate;riboflavin;selenomethionine;silicon dioxide, colloidal;sodium borate decahydrate;thiamine mononitrate;tocopheryl acid succinate;ubidecarenone;zinc oxide (multivitamin & mineral) from 2015 to 2017, bifidobacterium bifidum;bifidobacterium longum;lactobacillus acidophilus;lactobacillus bulgaricus;lactobacillus paracasei;streptococcus thermophilus (4x6 acidophilus), cefdinir since 2019, codeine phosphate;paracetamol (tylenol with codeine no.3) since (B)(6)2018, cyanocobalamin since 2016, cyclobenzaprine since (B)(6)2015, fluconazole since (B)(6)2014, fluoxetine hydrochloride (prozac) since (B)(6)2011, hydrocortisone (hydracort) since october 2016, ibuprofen from february 2015 to (B)(6)2015, metronidazole (flagyl 250) since 2019, ondansetron hydrochloride since (B)(6)2015 to 2016, sertraline hydrochloride (zoloft) since 2013, tramadol from february 2015 to may 2015 and vitamin b nos (b-complex) from 2015 to 2017. On (B)(6)2011, the patient had essure inserted. In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia"), allergy to metals ("nickel allergy,I was hav always had problem with nickel since I was child"), abdominal pain ("abdominal pain"), perineal pain ("perineal pain") and arthralgia ("joint pain"). In (B)(6)2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia) periods were longer and heavier"). In 2012, the patient experienced migraine ("migraines /migraines/headaches"), headache ("headaches,"), anxiety ("psychological or psychiatric problems condition: anxiety"), depression ("depression") and alopecia ("hair loss"). In 2013, the patient experienced urinary tract infection ("infection(bladder/urinary/vaginal):uti"), fatigue ("fatigue"), abdominal distension ("gastrointestinal or digestive system condition-bloating") and vision blurred ("vision/eye problems type: blurred vision"). In 2014, the patient experienced uterine mass ("reproductive system disorder or condition-growth, mass found on uterus after removal"), 6 years 3 months after insertion of essure. In 2014, the patient experienced diastolic dysfunction ("blood or heart disorder/condition type: dystolic dysfunction of my heart"), hypotension ("hypotension"), palpitations ("palpitation"), loose tooth ("my teeth became loose"), dental caries ("tooth decay"), dizziness ("neurological conditions-type:dizziness/ feeling faint"), amnesia ("short-term memory loss") and feeling abnormal ("neurological condition or problem:brain fog"). In (B)(6)2017, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced metal poisoning (seriousness criterion medically significant), back pain ("back pain"), arthritis ("arthritis was found in my hip") and carpal tunnel syndrome ("carpal tunnel"). The patient was treated with antibiotics and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain, dyspareunia and abdominal distension had resolved, the metal poisoning, vaginal haemorrhage, menorrhagia, female sexual dysfunction, diastolic dysfunction, hypotension, palpitations, loose tooth, dental caries, dysmenorrhoea, urinary tract infection, dizziness, amnesia, allergy to metals, anxiety, depression, uterine mass, fatigue, alopecia, vaginal discharge, vision blurred, abdominal pain, perineal pain, arthralgia, back pain, feeling abnormal, arthritis and carpal tunnel syndrome outcome was unknown, the migraine was resolving and the headache had not resolved. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, amnesia, anxiety, arthralgia, arthritis, back pain, carpal tunnel syndrome, dental caries, depression, diastolic dysfunction, dizziness, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, female sexual dysfunction, headache, hypotension, loose tooth, menorrhagia, metal poisoning, migraine, palpitations, pelvic pain, perineal pain, urinary tract infection, uterine mass, vaginal discharge, vaginal haemorrhage and vision blurred to be related to essure. The reporter commented: insertion details, specify- the essure was placed on the right tube, and the essure was then placed on the left tube, with the 3 coils being visible at the tubal ostia were you advised of any complications or problems that occurred at the time of your essure placement procedure? Information received: difficulty placing them and several kits had been used and damaged. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2011: total bilateral occlusion. Pathology test - on (B)(6)2017: specimen a uterus bilateral fallopian tubes and cervix diagnosis uterus, cervix and bilateral fallopian tubes, hysterectomy and bilateral salpingectomy: cervix: transitional metaplasia myometrium: leiomyomata. Endometrium: proliferative phase endometrium. Right fallopian tube: unremarkable. Left fallopian tube: unremarkable. Clinical history chronic pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: plaintiff fact sheet and mr received: event arthritis of hip and carpal tunnel, uterine mass were added. Patient demographic information, event outcome, concomitant medication were added. After internal review, event intentional device use issue was deleted. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and metal poisoning ('the result shows toxic levels of nickel in my system.') In a 36-year-old female patient who had essure (batch no. 787226) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "difficulty placing them and several kits had been used and damaged". The patient's medical history included bipolar disorder, pap smear abnormal, lyme disease and herniated disc. Previously administered products included for an unreported indication: paxil. Concurrent conditions included hyperlipidemia, breast mass, lyme disease, chest pain, gerd, cardiac valve disease, arthritis, lower abdominal pain, right upper quadrant pain, rectal bleeding, head fullness, flank pain, cough, fever and low blood pressure. Concomitant products included alprazolam (xanax) since 2011, atorvastatin calcium (lipitor) since (B)(6) 2014, betacarotene; bioflavonoids; biotin; calcium ascorbate; calcium pantothenate; calcium phosphate; choline bitartrate; chromic chloride; cholecalciferol; copper sulfate; cyanocobalamin; folic acid;hesperidin;inositol;iron amino acid chelate;lycopene;lysine hydrochloride;magnesium oxide;manganese sulfate;molybdenum trioxide;nicotinamide;phytomenadione;potassium iodide;potassium sulfate;pyridoxine hydrochloride;retinol acetate;riboflavin;selenomethionine;silicon dioxide, colloidal;sodium borate decahydrate;thiamine mononitrate;tocopheryl acid succinate;ubidecarenone;zinc oxide (multivitamin & mineral) from 2015 to 2017, bifidobacterium bifidum;bifidobacterium longum;lactobacillus acidophilus;lactobacillus bulgaricus;lactobacillus paracasei;streptococcus thermophilus (4x6 acidophilus), cefdinir since 2019, codeine phosphate;paracetamol (tylenol with codeine no.3) since (B)(6) 2018, cyanocobalamin since 2016, cyclobenzaprine since (B)(6) 2015, fluconazole since (B)(6) 2014, fluoxetine hydrochloride (prozac) since (B)(6) 2011, hydrocortisone (hydracort) since (B)(6) 2016, ibuprofen from (B)(6) 2015, metronidazole (flagyl 250) since 2019, ondansetron hydrochloride since (B)(6) 2015 to 2016, tramadol from (B)(6) 2015 and vitamin b nos (b-complex) from 2015 to 2017. On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia,"), allergy to metals ("nickel allergy"), abdominal pain ("abdominal pain"), perineal pain ("perineal pain") and arthralgia ("joint pain"). In (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal,") and menorrhagia ("abnormal bleeding (menorrhagia) periods were longer and heavier"). In 2012, the patient experienced migraine ("migraines"), headache ("headaches,"), anxiety ("psychological or psychiatric problems condition: anxiety"), depression ("depression") and alopecia ("hair loss"). In 2013, the patient experienced urinary tract infection ("infection(bladder/urinary/vaginal):uti"), fatigue ("fatigue"), abdominal distension ("gastrointestinal or digestive system condition-bloating") and vision blurred ("vision/eye problems, type: blurred vision"). In 2014, the patient experienced diastolic dysfunction ("blood or heart disorder/condition type: dystolic dysfunction of my heart"), hypotension ("hypotension"), palpitations ("palpitation"), loose tooth ("my teeth became loose"), dental caries ("tooth decay"), dizziness ("neurological conditions-type:dizziness/ feeling faint,"), amnesia ("short-term memory loss") and feeling abnormal ("neurological condition or problem:brain fog"). On (B)(6) 2017, the patient experienced uterine enlargement ("reproductive system disorder or condition-growth found on uterus after removal,"), 6 years 3 months after insertion of essure. In (B)(6) 2017, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced metal poisoning (seriousness criterion medically significant), back pain ("back pain") and intentional device use issue ("difficulty placing them and several kits had been used and damaged"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dyspareunia and abdominal distension had resolved, the metal poisoning, vaginal haemorrhage, menorrhagia, female sexual dysfunction, diastolic dysfunction, hypotension, palpitations, loose tooth, dental caries, dysmenorrhoea, urinary tract infection, headache, dizziness, amnesia, allergy to metals, anxiety, depression, uterine enlargement, fatigue, alopecia, vaginal discharge, vision blurred, abdominal pain, perineal pain, arthralgia, back pain and feeling abnormal outcome was unknown and the migraine was resolving. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, amnesia, anxiety, arthralgia, back pain, dental caries, depression, diastolic dysfunction, dizziness, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, female sexual dysfunction, headache, hypotension, intentional device use issue, loose tooth, menorrhagia, metal poisoning, migraine, palpitations, pelvic pain, perineal pain, urinary tract infection, uterine enlargement, vaginal discharge, vaginal haemorrhage and vision blurred to be related to essure. The reporter commented: insertion details, specify- the essure was placed on the right tube, and the essure was then placed on the left tube, with the 3 coils being visible at the tubal ostia were you advised of any complications or problems that occurred at the time of your essure placement procedure? Information received: difficulty placing them and several kits had been used and damaged. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Pathology test - on (B)(6) 2017: specimen. A uterus bilateral fallopian tubes and cervix diagnosis. Uterus, cervix and bilateral fallopian tubes, hysterectomy and bilateral salpingectomy: cervix: transitional metaplasia. Myometrium: leiomyomata. Endometrium: proliferative phase endometrium. Right fallopian tube: unremarkable. Left fallopian tube: unremarkable. Clinical history: chronic pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-jun-2019: plaintiff fact sheet was received. Events added from pfs- difficulty placing them and several kits had been used and damaged were added : intentional insertion of multiple contraceptive devices. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and metal poisoning ("the result shows toxic levels of nickel in my system.") In a 36-year-old female patient who had essure (batch no. 787226) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included bipolar disorder, pap smear abnormal, lyme disease and herniated disc. Previously administered products included for an unreported indication: paxil. Concurrent conditions included hyperlipidemia, breast mass, lyme disease, chest pain, gerd, cardiac valve disease, arthritis, lower abdominal pain, right upper quadrant pain, rectal bleeding, head fullness, flank pain, cough, fever and low blood pressure. Concomitant products included alprazolam (xanax) since 2011, atorvastatin calcium (lipitor) since (B)(6) 2014, betacarotene;bioflavonoids;biotin;calcium ascorbate;calcium pantothenate;calcium phosphate;choline bitartrate;chromic chloride;colecalciferol;copper sulfate;cyanocobalamin;folic acid;hesperidin;inositol;iron amino acid chelate;lycopene;lysine hydrochloride;magnesium oxide;manganese sulfate;molybdenum trioxide;nicotinamide;phytomenadione;potassium iodide;potassium sulfate;pyridoxine hydrochloride;retinol acetate;riboflavin;selenomethionine;silicon dioxide, colloidal;sodium borate decahydrate;thiamine mononitrate;tocopheryl acid succinate;ubidecarenone;zinc oxide (multivitamin & mineral) from 2015 to 2017, bifidobacterium bifidum;bifidobacterium longum;lactobacillus acidophilus;lactobacillus bulgaricus;lactobacillus paracasei;streptococcus thermophilus (4x6 acidophilus), cefdinir since 2019, codeine phosphate;paracetamol (tylenol with codeine no.3) since (B)(6) 2018, cyanocobalamin since 2016, cyclobenzaprine since (B)(6) 2015, fluconazole since (B)(6) 2014, fluoxetine hydrochloride (prozac) since (B)(6) 2011, hydrocortisone (hydracort) since (B)(6) 2016, ibuprofen from (B)(6) 2015 to (B)(6) 2015, metronidazole (flagyl 250) since 2019, ondansetron hydrochloride since (B)(6) 2015 to 2016, tramadol from (B)(6) 2015 to (B)(6) 2015 and vitamin b nos (b-complex) from 2015 to 2017. On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia,"), allergy to metals ("nickel allergy"), abdominal pain ("abdominal pain"), perineal pain ("perineal pain") and arthralgia ("joint pain"). In (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal,") and menorrhagia ("abnormal bleeding (menorrhagia) periods were longer and heavier"). In 2012, the patient experienced migraine ("migraines"), headache ("headaches,"), anxiety ("psychological or psychiatric problems condition: anxiety"), depression ("depression") and alopecia ("hair loss"). In 2013, the patient experienced urinary tract infection ("infection(bladder/urinary/vaginal):uti"), fatigue ("fatigue"), abdominal distension ("gastrointestinal or digestive system condition-bloating") and vision blurred ("vision/eye problems, type: blurred vision"). In 2014, the patient experienced diastolic dysfunction ("blood or heart disorder/condition type: dystolic dysfunction of my heart"), hypotension ("hypotension"), palpitations ("palpitation"), loose tooth ("my teeth became loose"), dental caries ("tooth decay"), dizziness ("neurological conditions-type:dizziness/ feeling faint,"), amnesia ("short-term memory loss") and feeling abnormal ("neurological condition or problem:brain fog"). On (B)(6) 2017, the patient experienced uterine enlargement ("reproductive system disorder or condition-growth found on uterus after removal,"), 6 years 3 months after insertion of essure. In (B)(6) 2017, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced back pain ("back pain") and metal poisoning (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dyspareunia and abdominal distension had resolved, the vaginal haemorrhage, menorrhagia, female sexual dysfunction, diastolic dysfunction, hypotension, palpitations, loose tooth, dental caries, dysmenorrhoea, urinary tract infection, headache, dizziness, amnesia, allergy to metals, anxiety, depression, uterine enlargement, fatigue, alopecia, vaginal discharge, vision blurred, abdominal pain, perineal pain, arthralgia, back pain, feeling abnormal and metal poisoning outcome was unknown and the migraine was resolving. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, amnesia, anxiety, arthralgia, back pain, dental caries, depression, diastolic dysfunction, dizziness, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, female sexual dysfunction, headache, hypotension, loose tooth, menorrhagia, metal poisoning, migraine, palpitations, pelvic pain, perineal pain, urinary tract infection, uterine enlargement, vaginal discharge, vaginal haemorrhage and vision blurred to be related to essure. The reporter commented: insertion details, specify- the essure was placed on the right tube, and the essure was then placed on the left tube, with the 3 coils being visible at the tubal ostia diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Pathology test - on (B)(6) 2017: specimen a uterus bilateral fallopian tubes and cervix diagnosis uterus, cervix and bilateral fallopian tubes, hysterectomy and bilateral salpingectomy: cervix: transitional metaplasia myometrium: leiomyomata. Endometrium: proliferative phase endometrium. Right fallopian tube: unremarkable. Left fallopian tube: unremarkable. Clinical history chronic pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: new pfs + mr received- new events added: abnormal bleeding (vaginal, menorrhagia), apareunia, blood or heart disorder/condition type: diastolic dysfunction of my heart and hypotension, palpitations, dental problems, dysmenorrhea (cramping), dyspareunia,uti, migraines / headaches, neurological conditions-type: dizziness, short term memory loss, feeling faint, nickel allergy,psychological or psychiatric problems condition: anxiety/depression , reproductive system disorder or condition-growth found on uterus after removal, fatigue, gastrointestinal or digestive system condition-bloating, hair loss, pain, vaginal discharge,vision/eye problems, type: blurred vision, abdominal pain, perennial pain, joint pain, teeth loose, tooth decay were added. Outcome of events pain during intercourse, bloating, pelvic pain from unknown recovered/resolved and migraines from unknown to recovering/resolving were updated. Concomitant drugs and condition were added. Historical drugs were added. Lot number was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), pericarditis ('inflammation around my heart'), autoimmune disorder ('autoimmune issues') and metal poisoning ('the result shows toxic levels of nickel in my system\nickel poisoning/toxic levels of nickel') in a 36-year-old female patient who had essure (batch no. 787226) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "difficulty placing them and several kits had been used and damaged". The patient's medical history included bipolar disorder, pap smear abnormal, lyme disease and herniated disc. Previously administered products included for an unreported indication: paxil. Concurrent conditions included hyperlipidemia, breast mass, lyme disease, chest pain, gerd, cardiac valve disease, arthritis, lower abdominal pain, right upper quadrant pain, rectal bleeding, head fullness, flank pain, cough, fever and low blood pressure. Concomitant products included alprazolam (xanax) since 2011, amoxicillin since (B)(6) 2016, atorvastatin calcium (lipitor) since (B)(6) 2014, betacarotene;bioflavonoids nos;biotin;calcium ascorbate;calcium pantothenate;calcium phosphate;choline bitartrate;chromic chloride;colecalciferol;copper sulfate;cyanocobalamin;folic acid;hesperidin;inositol;iron amino acid chelate;lycopene;lysine hydrochloride;magnesium oxide;manganese sulfate;molybdenum trioxide;nicotinamide;phytomenadione;potassium iodide;potassium sulfate;pyridoxine hydrochloride;retinol acetate;riboflavin;selenomethionine;silicon dioxide, colloidal;sodium borate decahydrate;thiamine mononitrate;tocopheryl acid succinate;ubidecarenone;zinc oxide (multivitamin & mineral) from 2015 to 2017, bifidobacterium bifidum;bifidobacterium longum;lactobacillus acidophilus;lactobacillus bulgaricus;lactobacillus paracasei;streptococcus thermophilus (4x6 acidophilus), cefdinir since 2019, codeine phosphate;paracetamol (tylenol with codeine no.3) since (B)(6) 2018, cyanocobalamin since 2016, cyclobenzaprine since (B)(6) 2015, fluconazole since (B)(6) 2014, fluoxetine hydrochloride (prozac) since (B)(6) 2011, hydrocortisone (hydracort) since (B)(6) 2016, ibuprofen from (B)(6) 2015 to (B)(6) 2015, metronidazole (flagyl 250) since 2019, ondansetron hydrochloride since (B)(6) 2015 to 2016, sertraline hydrochloride (zoloft) since 2013, tramadol from (B)(6) 2015 to (B)(6) 2015 and vitamin b nos (b-complex) from 2015 to 2017. On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia"), allergy to metals ("nickel allergy,I was hav always had problem with nickel since I was child"), abdominal pain ("abdominal pain"), perineal pain ("perineal pain") and arthralgia ("joint pain"). In (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia) periods were longer and heavier"). In 2012, the patient experienced migraine ("migraines /migraines/headaches"), headache ("headaches,"), anxiety ("psychological or psychiatric problems condition: anxiety"), depression ("depression") and alopecia ("hair loss"). In 2013, the patient experienced urinary tract infection ("infection(bladder/urinary/vaginal):uti"), fatigue ("fatigue"), abdominal distension ("gastrointestinal or digestive system condition-bloating") and vision blurred ("vision/eye problems type: blurred vision"). In 2014, the patient experienced uterine mass ("reproductive system disorder or condition-growth, mass found on uterus after removal"), 6 years 3 months after insertion of essure. In 2014, the patient experienced diastolic dysfunction ("blood or heart disorder/condition type: dystolic dysfunction of my heart"), hypotension ("hypotension"), palpitations ("palpitation"), loose tooth ("my teeth became loose"), dental caries ("tooth decay"), dizziness ("neurological conditions-type:dizziness/ feeling faint"), amnesia ("short-term memory loss") and feeling abnormal ("neurological condition or problem:brain fog"). In (B)(6) 2017, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced pericarditis (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), metal poisoning (seriousness criterion medically significant), back pain ("back pain"), arthritis ("arthritis was found in my hip"), carpal tunnel syndrome ("carpal tunnel"), vertigo ("vertigo"), paraesthesia ("tingling"), skin discolouration ("black spots") and malaise ("sick") and was found to have blood pressure abnormal ("blood pressure variations") and weight decreased ("I was sick, was down to 97lbs"). The patient was treated with antibiotics and surgery (abdominal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dyspareunia and abdominal distension had resolved, the pericarditis, metal poisoning, vaginal haemorrhage, menorrhagia, female sexual dysfunction, diastolic dysfunction, hypotension, palpitations, loose tooth, dental caries, dysmenorrhoea, urinary tract infection, dizziness, amnesia, allergy to metals, anxiety, depression, uterine mass, fatigue, alopecia, vaginal discharge, vision blurred, abdominal pain, perineal pain, feeling abnormal, arthritis, carpal tunnel syndrome, vertigo, paraesthesia, skin discolouration, weight decreased and malaise outcome was unknown, the autoimmune disorder and headache had not resolved and the migraine, arthralgia and back pain was resolving. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, amnesia, anxiety, arthralgia, arthritis, autoimmune disorder, back pain, blood pressure abnormal, carpal tunnel syndrome, dental caries, depression, diastolic dysfunction, dizziness, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, female sexual dysfunction, headache, hypotension, loose tooth, malaise, menorrhagia, metal poisoning, migraine, palpitations, paraesthesia, pelvic pain, pericarditis, perineal pain, skin discolouration, urinary tract infection, uterine mass, vaginal discharge, vaginal haemorrhage, vertigo, vision blurred and weight decreased to be related to essure. The reporter commented: the essure was placedon the right tube, and the essure was then placed on the left tube, with the 3 coils being visible at the tubal ostia she had complications that occurred at the time of her essure placement procedure was ddfficulty placing them and several kits had been used and damaged. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Pathology test - on (B)(6) 2017: specimen a uterus bilateral fallopian tubes and cervix diagnosis uterus, cervix and bilateral fallopian tubes, hysterectomy and bilateral salpingectomy: cervix: transitional metaplasia myometrium: leiomyomata. Endometrium: proliferative phase endometrium. Right fallopian tube: unremarkable. Left fallopian tube: unremarkable. Clinical history chronic pelvic pain. Concerning the injuries reported in this case, the following one/ones were described in social media : autoimmune disorder, vertigo, pericarditis, skin discoloration, blood pressure variations, I was sick, was down to 97lbs. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. New events added: sick. Reporter was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), pericarditis ('inflammation around my heart'), autoimmune disorder ('autoimmune issues') and metal poisoning ('the result shows toxic levels of nickel in my system\nickel poisoning/toxic levels of nickel') in a 36-year-old female patient who had essure (batch no. 787226) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "difficulty placing them and several kits had been used and damaged". The patient's medical history included bipolar disorder, pap smear abnormal, lyme disease and herniated disc. Previously administered products included for an unreported indication: paxil. Concurrent conditions included hyperlipidemia, breast mass, lyme disease, chest pain, gerd, cardiac valve disease, arthritis, lower abdominal pain, right upper quadrant pain, rectal bleeding, head fullness, flank pain, cough, fever and low blood pressure. Concomitant products included alprazolam (xanax) since 2011, amoxicillin since (B)(6) 2016, atorvastatin calcium (lipitor) since (B)(6) 2014, betacarotene;bioflavonoids nos;biotin;calcium ascorbate;calcium pantothenate;calcium phosphate;choline bitartrate;chromic chloride;colecalciferol;copper sulfate;cyanocobalamin;folic acid;hesperidin;inositol;iron amino acid chelate;lycopene;lysine hydrochloride;magnesium oxide;manganese sulfate;molybdenum trioxide;nicotinamide;phytomenadione;potassium iodide;potassium sulfate;pyridoxine hydrochloride;retinol acetate;riboflavin;selenomethionine;silicon dioxide, colloidal;sodium borate decahydrate;thiamine mononitrate;tocopheryl acid succinate;ubidecarenone;zinc oxide (multivitamin & mineral) from 2015 to 2017, bifidobacterium bifidum;bifidobacterium longum;lactobacillus acidophilus;lactobacillus bulgaricus;lactobacillus paracasei;streptococcus thermophilus (4x6 acidophilus), cefdinir since 2019, codeine phosphate;paracetamol (tylenol with codeine no.3) since (B)(6) 2018, cyanocobalamin since 2016, cyclobenzaprine since (B)(6)2015, fluconazole since (B)(6) 2014, fluoxetine hydrochloride (prozac) since (B)(6)2011, hydrocortisone (hydracort) since (B)(6) 2016, ibuprofen from (B)(6) 2015 to (B)(6)2015, metronidazole (flagyl 250) since 2019, ondansetron hydrochloride since (B)(6) 2015 to 2016, sertraline hydrochloride (zoloft) since 2013, tramadol from (B)(6) 2015 to (B)(6) 2015 and vitamin b nos (b-complex) from 2015 to 2017. On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia"), allergy to metals ("nickel allergy,I was hav always had problem with nickel since I was child"), abdominal pain ("abdominal pain"), perineal pain ("perineal pain") and arthralgia ("joint pain"). In (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia) periods were longer and heavier"). In 2012, the patient experienced migraine ("migraines /migraines/headaches"), headache ("headaches,"), anxiety ("psychological or psychiatric problems condition: anxiety"), depression ("depression") and alopecia ("hair loss"). In 2013, the patient experienced urinary tract infection ("infection(bladder/urinary/vaginal):uti"), fatigue ("fatigue"), abdominal distension ("gastrointestinal or digestive system condition-bloating") and vision blurred ("vision/eye problems type: blurred vision"). In 2014, the patient experienced uterine mass ("reproductive system disorder or condition-growth, mass found on uterus after removal"), 6 years 3 months after insertion of essure. In 2014, the patient experienced diastolic dysfunction ("blood or heart disorder/condition type: dystolic dysfunction of my heart"), hypotension ("hypotension"), palpitations ("palpitation"), loose tooth ("my teeth became loose"), dental caries ("tooth decay"), dizziness ("neurological conditions-type:dizziness/ feeling faint"), amnesia ("short-term memory loss") and feeling abnormal ("neurological condition or problem:brain fog"). In (B)(6) 2017, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced pericarditis (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), metal poisoning (seriousness criterion medically significant), back pain ("back pain"), arthritis ("arthritis was found in my hip"), carpal tunnel syndrome ("carpal tunnel"), vertigo ("vertigo"), paraesthesia ("tingling"), skin discolouration ("black spots") and malaise ("sick") and was found to have blood pressure abnormal ("blood pressure variations") and weight decreased ("I was sick, was down to 97lbs"). The patient was treated with antibiotics and surgery (abdominal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain, dyspareunia and abdominal distension had resolved, the pericarditis, metal poisoning, vaginal haemorrhage, menorrhagia, female sexual dysfunction, diastolic dysfunction, hypotension, palpitations, loose tooth, dental caries, dysmenorrhoea, urinary tract infection, dizziness, amnesia, allergy to metals, anxiety, depression, uterine mass, fatigue, alopecia, vaginal discharge, vision blurred, abdominal pain, perineal pain, feeling abnormal, arthritis, carpal tunnel syndrome, vertigo, paraesthesia, skin discolouration, weight decreased and malaise outcome was unknown, the autoimmune disorder and headache had not resolved and the migraine, arthralgia and back pain was resolving. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, amnesia, anxiety, arthralgia, arthritis, autoimmune disorder, back pain, blood pressure abnormal, carpal tunnel syndrome, dental caries, depression, diastolic dysfunction, dizziness, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, female sexual dysfunction, headache, hypotension, loose tooth, malaise, menorrhagia, metal poisoning, migraine, palpitations, paraesthesia, pelvic pain, pericarditis, perineal pain, skin discolouration, urinary tract infection, uterine mass, vaginal discharge, vaginal haemorrhage, vertigo, vision blurred and weight decreased to be related to essure. The reporter commented: the essure was placedon the right tube, and the essure was then placed on the left tube, with the 3 coils being visible at the tubal ostia she had complications that occurred at the time of her essure placement procedure was difficulty placing them and several kits had been used and damaged. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Pathology test - on (B)(6) 2017: specimen. A uterus bilateral fallopian tubes and cervix diagnosis uterus, cervix and bilateral fallopian tubes, hysterectomy and bilateral salpingectomy: cervix: transitional metaplasia myometrium: leiomyomata. Endometrium: proliferative phase endometrium. Right fallopian tube: unremarkable. Left fallopian tube: unremarkable. Clinical history chronic pelvic pain. Concerning the injuries reported in this case, the following one/ones were described in social media : autoimmune disorder, vertigo, pericarditis, skin discoloration, blood pressure variations, I was sick, was down to 97lbs. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-may-2020: quality safety evaluation of product technical complaint. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.